Event description:
Device issue: separated hypotube/jacket. Time of device issue: possibly during procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, an attempt was made to implant a xience v stent; however, the stent delivery system could not cross the lesion. During the attempt, a stent strut was bent. The device was removed and a non-abbott stent was implanted successfully. During return device analysis, the hypotube and jacket were found separated.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood in the guide wire lumen and on the balloon, which is consistent with use. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis of the product found that the tip length and outer diameters of the stent implant met manufacturing criteria. The reported bent stent strut was not confirmed, as there was no damage to the stent noted. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends on the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks and bends. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were multiple kinks in the proximal end of the hypotube and since no damage was noted during product inspection prior to use, it is likely that the hypotube became kinked and ultimately separated during the attempt to cross the lesion or as a result of handling during packing for shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and is likely related to the circumstances of the procedure. In this case, the stent damage was not confirmed, however, the failure to cross, kinks, and separation of the hypotube appear to be related to operational context. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.